Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when the nurse gave the patient an infusion, she noticed a leak in the sidewall when she routinely flushed the tube. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed but the exact cause could not be determined. One video of a leaking groshong catheter was returned for evaluation. An initial visual observation of the video showed a groshong catheter inside a patients arm just above the inner elbow with approximately 2-3 cm of the catheter sticking out of the patient's arm and attached to its groshong two-piece connector. During the video, the catheter appeared to leak just distal of the clear oversleeve of the two-piece connector. No securement device was observed along the patient¿s arm. The catheter and two-piece connector was moved freely throughout the video. Because the catheter could be seen leaking, but the details of the split could not be observed, the complaint of a leaking catheter is confirmed but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when the nurse gave the patient an infusion, she noticed a leak in the sidewall when she routinely flushed the tube. No other information was provided.